Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient also experienced cloudy effluent as a result of the peritonitis. Three days after the onset of peritonitis, the patient was hospitalized. On the day of hospitalization, the patient was treated with vancomycin (once, intraperitoneally and dose not reported) and the treatment was stopped the same day. The next day the patient started treatment with gentamycin (60 mg, once daily, intraperitoneally). Six days later, the patient started treatment with flagyl (500 mg, once, intraperitoneally) for the event. The treatment with gentamycin was discontinued after nine days. After eleven days of hospitalization, the patient was discharged from the hospital and recovered from the peritonitis. No additional information is available at this time.

Event description:
It was reported that the patient had a break in aseptic technique further described as undescribed contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain. The patient was hospitalized the next day. On an unknown date, the patient was treated with unspecified antibiotics, (intraperitoneal (ip), dose and frequency not reported). At the time of this report, the patient, was fully recovered from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.